Event description:
Reporting balloon issues in 2007: the same month, lightwave 7.5 fr 40cc, iab unfurled during prep - could not insert. The same day, lightwave 7.5fr 40cc, fiberoptic calibration drift-multiple leak and high pressure alarms. On the following day, lightwave 7.5 fr 40cc, leak alarms during use - no leaks found. Three days later, lightwave 7.5 fr 30cc, iab blood leak during insertion - removed balloon. On nine days later, lightwave 7.5 fr 40cc, iab wrap loose - could not insert. On three days later, lightwave, 7.5 fr 40cc, iab wrap loose. On the following month, arrow 7.5 fr 40cc, iab gas leak during use - fiberoptic failure. On two days later, arrow 7.5 fr 40cc, iab unfurled prior to insertion. On a week later, arrow 7.5 fr 40cc, iab unfurled prior to insertion. On the same day, lightwave 8.0 fr 40cc, fiberoptic failure. On the following day, lightwave 7.5 fr 30cc, pigtail pressure line crack.